Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient. It was reported that the patient was not going to move forward with the implant or advanced evaluation because since having the leads removed, the tailbone and leg pain had not gone away. The patient stated they thought their doctor inserted the lead wrong. No further complications were reported.